Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive. Investigation also revealed that was contamination found on the body of the audio bolus button. Additionally, investigation revealed that the display screen text was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and contamination was found on the body of the button. Additionally, the display screen text was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).